Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-01521 /-01522 /-07594).

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, lack of mobility, metallosis, metal toxicity, damage to surrounding tissue and bones, inflammation, synovial fluid buildup, pseudotumors, and bone erosion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013. Revision operative report noted the presence of turbid articular fluid, a defect in the posterior capsule, metal staining, and the cup was retroverted 10 degrees and vertical 65 degrees. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's cup and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01521 and -01522).

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, lack of mobility, metallosis, metal toxicity, damage to surrounding tissue and bones, inflammation, synovial fluid buildup, pseudotumors, and bone erosion. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.